Manufacturer narrative:
Device received with no button response on down arrow button due to flattened (no creased) dome switch and connector was unlocked on lcd board noted. Unable to perform displacement test and self test due to keypads not responsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. No harm requiring medical intervention was reported. Customer reported that down button not responding. The insulin pump will be returned for analysis.